Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the stopper on a bd ultra-fine¿ insulin syringe 0.3 ml, was deformed. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: two investigations were carried out. First investigation summary: customer returned (16) loose 3/10cc, 12.7mm syringes. Customer states that the stopper was deformed. All returned syringes were examined and 12 out 16 samples exhibited a deformed stopper in the barrel. Samples were forwarded to manufacturing (holdrege) on 20apr2018 for further review. Second investigation summary: on 26apr2018, holdrege received sixteen (16) loose 0.3ml, 12.7mm syringes from reported batch# 7142872. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. All samples which exhibited a deformation of the stopper were additionally cycle tested and disassembled. Sufficient lubrication was noted within all deformed samples and all stoppers retained their deformed configuration upon disassembly from the remainder of the syringe. Probable root cause is likely to be a supplier related issue, however, this is unable to be verified at this time. CAPA 122939 was initiated by the holdrege plant to address damaged/deformed stoppers and their associated root cause(s). Batch# 7142872 was manufactured prior to initiation of this CAPA. A review of the device history record was completed for batch # 7142872 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200701399] noted for dry barrels. There were two (2) notifications [200701815, 200701400] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 4th related complaint reported for the defect/condition on lot number 7142872. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.